Event description:
It was reported that during a routine implantable pulse generator (ipg) check, the electrograms (egm) waveform display on the mobile programmer application was unstable from the start. When switching from threshold measurement to test strip mode, the egm waveform scroll function did not operate, and the screen appearance was noticeably different from normal. After a short delay, the scroll function resumed, and a repeat threshold measurement was attempted. However, during the test, an hourglass icon appeared and the application subsequently froze, followed by an application error displayed on a white screen. The host tablet was returned to the home screen, powered off, and restarted. Upon relaunching the mobile programmer application and attempting to reconnect the patient connector, the connector¿s blue light changed from blinking to steady, but no device connection was established. Troubleshooting steps were taken to include multiple attempts to restart the mobile programmer application and reconnect which was unsuccessful. Further troubleshooting steps were taken to include swapping out the mobile programmer application for a legacy programmer and the check was then completed without further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the electrograms (egm) waveform display was unstable, the mobile programmer application froze then crashed and that issues were encountered when attempting to pair with patient connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.